Manufacturer narrative:
The reported complaint of the a-setscrew could not be untightened to remove the lead was confirmed. The device was tested on the bench and analysis found that calcified blood was filling the a-setscrew inset preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood was removed from the setscrew inset and the setscrew was able to be untighten to remove the lead. The blood most likely came through damage to the septum in the form of a hole punched through it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a generator replacement procedure, the physician was unable to remove the set screw from a lead and suspected the screw to be missing or 'threaded'. The lead was cut and a new device was successfully implanted. The patient was noted to be unharmed and their condition remains well.